Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, customer continued to fill the tubing with insulin to address the issue and insulin delivery was resumed. As a result of the issue, customer's blood glucose (bg) level rose to 528 mg/dl. A manual injection was administered to address elevated bg.